Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the handle locked and was sticking, the device would not fire. Another device was used to complete the procedure. No adverse consequences reported. There is no additional information available.

Event description:
Spontaneous rupture of the balloon during placement, no negative impact to the patient

Manufacturer narrative:
During a review of this complaint file it was noted that the original medwatch report submitted in (B)(6) 2009, had the box "death" checked off, in error. Per complaint description, this event did not cause any negative effects to the patient. Therefore this medwatch report is being corrected.

Manufacturer narrative:
Customer report was confirmed. Blood was found inside balloon lumen and underneath balloon. Balloon was found to be ruptured in central area. Balloon was baggy at the site of rupture. Balloon slightly protruded towards ruptured side. The balloon was visually inspected under 10x magnification, and it is confirmed that the balloon has burst. The edges of the burst are smooth but inconsistent in wall thickness. Visually there is more balloon material to one side of the shaft than the other side. The entire device was visually inspected and there are no other defects detected. Water was introduced through all of the device lumens and the water flows from where it should. There are no functional defects detected. These devices are visually and functionally tested 100% prior to packaging, and this condition was not present during that time.